Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had forgotten to give herself a bolus when she was going out to eat. Customer's blood glucose level was 403 mg/dl. Customer stated that she ate and did not have her carb counter with her, so she did not give a bolus. Customer was advised to talk to her health care provider about other issues causing the low blood glucose levels. Customer was assisted with giving a bolus. Customer stated that she has gone to her health care provider and had a blood test done, but she does not know what is causing the low blood glucose levels. Customer was asked by her health care provider to suspend her pump from herself. Customer stated that she changed the reservoir yesterday. Customer was informed that she should leave it at room temperature. No further assistance needed.